Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item # 00877501436, bioloxâ® delta ceramic taper liner, lot # 2863896. Item # 0100102219, wagner sl revisionâ® hip stem, lot # 2860125. Item # 00875506002, allofitâ®-s it alloclassicâ®, shell for acetabulum, lot # 2975526. Item # 00223200118, cerclage cable with crimp 1.8 mm dia. Cable 22 in. (559 mm) length, lot # 64347715. Item # unknown, unknown screw 30mm, lot # unknown. Item # unknown, unknown screw 35mm, lot # unknown. Item # unknown, unknown screw 40mm, lot # unknown. E1: post office or zip code: (B)(6). G2: report source canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient had a left total hip revision. Subsequently, the patient developed a postoperative deep vein thrombosis despite aspirin prophylaxis. Attempts have been made and additional information on the reported event is unavailable at this time.